Event description:
While performing a shoulder arthroscopy, the surgeon asked that the pump pressure be increased from 40 to 60. Approximately one minute later, the pump began to rapidly inflate the shoulder with fluid. Pump turned off and removed. New arthroscopy pump applied patient not harmed.